Event description:
The complainant reported a patient (unknown race) with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp pump subsequently migrated into the aorta during patient support. Attempts to re-advance the pump were unsuccessful and the decision was made to replace the device. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the cause of the positioning issues most likely was patient condition related due to large left ventricle.